Manufacturer narrative:
The review of historical data indicated that one other similar complaints was reported for the same sterilization lot. The investigation is ongoing. The device history records review concludes that there is no non-conformance/planned deviation in relation with the event reported. It was reported that the product is available for investigation, it should be returned to intervascular for examination. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
When the doctor open the package of this graft, there were several unknown yellow bolts on the surface. (Picture provided shows stain on the product surface).

Manufacturer narrative:
4109/213) the review of historical data indicated that one other similar complaint was reported for the same sterilization lot (complaint # (B)(4). For this other similar complaint, the investigation concluded that the product was not defective. So the conclusion of the historical data review is finally that a problem was not found. (10/213) the involved product was returned to intervascular and was inspected by our quality supervisor. Results are as follows : "after visual inspection of the defective product, I can see that there are some stains which are more yellow than others but which are in agreement with our product specifications and therefore acceptable because there is no visible overthickness at these places." (67) the conducted investigation suggests that the product was not defective.

Event description:
See MFR initial report # 1640201-2019-00084. Complaint # (B)(4).